Event description:
Reportedly, high lead impedance was observed on ventricular channel. A re-intervention was performed on (B)(6) 2013 and it was noticed that, the ventricular lead was not duly connected. The same lead was subsequently reconnected and proper lead operation was observed afterwards.

Event description:
Reportedly, high lead impedance was observed at ventricular channel. A re-intervention was performed on (B)(6) 2013 and it was noticed that, the ventricular lead was not duly connected. The same lead was subsequently reconnected and proper lead operation was observed afterwards.